Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading is 254 mg/dl. Customer treated with manual injection. Customer has dry mouth. The blood glucose reading at the time of the event was 600 mg/dl. Customer has ulcers caused by the high blood glucose. Customer was vomiting and dehydrated. Hospital treated with insulin drip. Nothing further reported.